Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 10mm longitudinal tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.